Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, pump won't run" alarm. The reservoir volume was 7.0ml, the rate was 2.0ml, and 87ml was given. Air in line was observed. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.